Manufacturer narrative:
Other, other text: device evaluation: one smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and there was a primary audible alarm recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the c9 cap was loose on the interconnect board and was the cause of the reported issue. Service replaced the interconnect board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a pump failure code. There was no reported adverse event.